Event description:
When trying to exchange the catheter over the wire, the catheter would not advance. The catheter had a kink at the hub. The catheter did not go into the patient's body. We have had multiple reports of this occurring.